Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Office notes (B)(6) 2021 indicate the patient is experiencing pain, instability, subluxation, audible popping sounds and limp. Revision operative notes (B)(6) 2021 indicate the patient received a right total hip revision due to recurrent instability. Operative findings include impingement of the neck of the stem on the poly liner, this caused a dent/wear spot on the liner. Head and liner were revised. The surgery was completed without indication of complication by the surgeon. Clinical notification received for revision of right total hip to address pain and stiffness date of implantation: (B)(6) 2007, date of revision: (B)(6) 2021, (right hip). Treatment: head and liner were revised; all other products were retained.